Manufacturer narrative:
The root cause of the purge leak was unable to be determined as no product was returned for evaluation. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. It was reported that a leak was observed during the implant from the device's side arm yellow luer. The purge cassette was replaced but the leak was found to be on the pump. The pump was replaced as a result. There was no patient harm reported.